Event description:
The following information was provided: reported by rep. "Screw in mics fell out and unable to put it back in." Rob#871, primary, this was during a tka 2.0. No other patient details available.